Event description:
The customer reported to olympus, the evis exera iii video system center didn't display any live images with the 180 and 190 series scopes. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a printed circuit board failure with poor contact, a worn out connector, a broken switch, and that the camera head was able to be removed without a released lock. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that intermittent images (interrupted images) occurred due to the poor contacts on the printed circuit board (dr) and the faulty circuit board (ap). Olympus will continue to monitor field performance for this device.